Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was released, it dislodged into the sinus of valsalva. The valve was snared and moved into the ascending aorta. A second valve was successfully implanted. No additional adverse patient effects were reported.